Manufacturer narrative:
An event of resistance being felt when advancing the delivery system over the guidewire into the patient and rupture of the femoral artery with the wire was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated the resistance was thought to be due to damage of the wire after the use of the competitor's introducer sheath. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a flexnav delivery system lg was selected to implant a 29mm portico valve. During the procedure, a puncture was on the right side using proglide system. A non-abbott pig tail catheter was placed in non-coronary cusp, the native valve was crossed successfully. A predilatation with a non-abbott device was done. The non-abbott introducer was removed from the patient. The flexnav delivery system with valve was ready for insertion. During insertion over the wire, at puncture level, there was resistance towards the nosecone and capsule that led to kinking of the capsule and ruptured the femoral artery with the wire. The delivery system was removed, there was active bleeding. Backup surgery team was called immediately to repaired the femoral artery. The physician assumed that the wire might had been not in a good shape after the introducer (non-abbott) was used for pre-dilatation. So, during the insertion of delivery system over the wire, it might have caused resistance. After repairing the artery, it was decided to continue the procedure safely. During the inspection of the delivery system, physicians and abbott team decided to replace the flexnav system to avoid any complications. The valve was implanted successfully with the new flexnav delivery system. Post procedure blood transfusion was provided. The patient is stable.